Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer needs complaint number (B)(4) re-opened as new complaints have occured. I have responded with assistance to send samples back. New issues on (B)(6) 2023 and customer states this is a serious patient risk issue with "their" nicu babies. Tri-fuse tubing at the tpn filter leaking on product mz9270. Affected lot is 23029243 this time. Customer wants escalation asap because this item increases the risk of infection to the patients. Additional information from customer (06-23-2023) 1st email: we don¿t know the qty the nurses just kept the tubing as they experienced issues but there was 2 total lot numbers we experienced issues with. (B)(6) do you know the answers to any tubing below? 2nd email: these leak in the tri-fuse occurred in both nicu & our pediatric hem/onc departments. I have included the manager & director in this reply so they are able to provide feedback as well. For nicu I have 9 documented occurrences & more that were discussed with me verbally. It is hard to know an exact number of patients but I would estimate 15-20 based on staff feedback. For nicu these had tpn infusing via the lumen that leaked & all appeared to be leading at the site where the tubing was fused with the filter. Rate of infusion was varying on the patients & type of central lines were all different as well. 3rd email: for pediatric hem/onc we had 2 documented occurrences, with several others being discussed with me verbally as well. I would estimate 3-4 patients were affected by this issue based on our staff¿s feedback. Each issue occurred like (B)(6) stated at the location of the tubing fusing with the filter. Each occurrence the device was infusing tpn, with varied rates and type of central line access.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: (B)(4) total samples (mat # mz9270) received. (B)(4) samples verified the leakage issue from filter vent membrane and (B)(4) samples verified the leakage because of lack of solvent on the tubing. Rest (B)(4) used samples did not have any leakage issue. Further visual inspection shows a lack of solvent on the tubing may be the reason of leakage. After investigation, the potential root cause for leak between tubing and filter could be related to the solvent dispenser and partial solvent application between components by the assembler. After the investigation from supplier team of the filter and leakage issue of vent membrane the potential root cause will be hydrophobicity of the membrane was compromised.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer needs complaint number (B)(4) re-opened as new complaints have occured. I have responded with assistance to send samples back. New issues on (B)(6) 2023 and customer states this is a serious patient risk issue with their nicu babies. Tri-fuse tubing at the tpn filter leaking on product mz9270. Affected lot is 23029243 this time. Customer wants escalation asap because this item increases the risk of infection to the patients. Additional information from customer ((B)(6) 2023) 1st email: we don¿t know the qty the nurses just kept the tubing as they experienced issues but there was 2 total lot numbers we experienced issues with. (B)(6) do you know the answers to any tubing below? 2nd email: these leak in the tri-fuse occurred in both nicu & our pediatric hem/onc departments. I have included the manager & director in this reply so they are able to provide feedback as well. For nicu I have 9 documented occurrences & more that were discussed with me verbally. It is hard to know an exact number of patients but I would estimate 15-20 based on staff feedback. For nicu these had tpn infusing via the lumen that leaked & all appeared to be leading at the site where the tubing was fused with the filter. Rate of infusion was varying on the patients & type of central lines were all different as well. 3rd email: for pediatric hem/onc we had 2 documented occurrences, with several others being discussed with me verbally as well. I would estimate 3-4 patients were affected by this issue based on our staff¿s feedback. Each issue occurred like (B)(6) stated at the location of the tubing fusing with the filter. Each occurrence the device was infusing tpn, with varied rates and type of central line access.